Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 1ml13x3.8 val150 had a syringe needle connectivity issue. The following information was provided by the initial reporter translated from portuguese to english: "in the radio pharmacy sector, when starting the fractionation of the radiopharmaceutical dose, it was observed that the bd brand 'tuberculin' syringe - lot 324185 - fab in (B)(6) 2023, was damaged. With the needle 'disconnected from the base'."

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history review was performed for reported lot 3241852, maintenance records were found related to the incident.

Event description:
No additional information.